Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and a new tactra device was implanted.

Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to mechanical complication. All components were explanted and a new tactra device was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was not confirmed via product analysis. The spectra cylinders were visually and functionally tested. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. The product analysis results and event report provided no objective evidence that would warrant further escalation.